Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of chronic low back pain and spinal pain. It was reported that the patient felt an electrocution sensation in (B)(6) 2016. The patient reported that they would feel a serious shock from their stimulator that would make them buckle at the knees. The patient reported that their stimulation then stopped working on (B)(6) 2016 and that they felt no stimulation. The patient reported that they had to have their ins restarted by a manufacturer representative. No further complications are anticipated.